Manufacturer narrative:
The complete lead was returned to boston scientific's quality assurance laboratory. Visual observation noted the helix was extended, dried blood was present past the helix and up through the lumen. In addition, the lead tip was bent between helix housing and anode ring at a 5 degree angle. The drug collar had punctures/cuts on it, which were most likely due to a grabbing tool. The helix mechanism testing failed most likely due to dried body fluid in the mechanism. However, electronically, the lead was found to be within specification and analysis could not confirm the field allegation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged. Upon attempted repositioned, there were helix issues. As a result, this lead was explanted. No adverse patient effects were reported.